Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device did not measure an EKG over pads and also did not shock. There was no report of adverse patient impact.